Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: corrosion was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The pump had no audible or vibratory features and the display screen remained blank. The pump¿s black box data could not be downloaded. There was evidence of internal moisture found on the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was a battery compartment crack and moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.